Event description:
A patient reported experiencing inaccurate low results with an ot basic enhanced meter. The patient's blood glucose results was 69mg/dl (this was the only reading provided in the reported issues). Test were done less than 10 minutes apart with a difference of greater than 20%. Patient did not experience any adverse events. No further information has been reported.